Event description:
The customer contacted baxter corporate product surveillance to report an unknown quantity of interlink continu-flo solution sets in which a backflow was observed. According to the report, the hanger for the primary drug was not fully extended at the time of the event and it led to the medication from the secondary bag to flow into the primary bag. The nurse did not know how the tubing was primed and if the checkvalve was inverted and tapped. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A labeling review was performed and the instructions printed on each individual packaging are available to the user and are accurate and sufficient. If additional information becomes available, a follow-up report will be submitted.